Event description:
Event details: I bought this product this ihealth covid-19 flu a&b 3-in-1.I got sunday and I tested myself and my wife and it showed negative for all 3, but she started some breathing difficulties that same day and I took her to the emergency room and it tested positive type a, so im concerned that this kit has got a problem .

Manufacturer narrative:
Customer is claiming false negative because his wife tested negative using three ihealth covid-19, flu a&b 3-in-1 antigen rapid tests. They then went to the emergency room and tested positive for flu a. Test taken at the emergency room was not specified. The manufacturer retested the lot (242cf10718) with flua positive samples at (B)(6) 2025 (MFR report number for similar events in the same batch:3008573045-2025-00010), no false negative for flua were detected.